Event description:
Event description cpi received information that this endocardial lead was removed from service. An invasive procedure was performed and a lead fracture was confirmed. The physician elected to cap the lead and replace it with a new tined lead.